Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reached the patient by phone. The patient reported that the alleged issue began on the week of (B) (6) 2010. On (B) (6) 2010 at 11:15am, the patient claimed she obtained an alleged high blood glucose result of "277 mg/dl" with the subject meter. In response to the result, the patient stated that she administered 2 units of rapid acting insulin (humalog) and shortly afterwards began to feel sweaty, clammy and cold; symptoms she associated with a low glucose. The patient stated, she would treat self with food and/or drink in response to the symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.